Manufacturer narrative:
Foreign body in patient. Material fragmentation. The device has been received. However, the product analysis has not yet been completed. This device is used for therapeutic purposes.

Event description:
During the procedure, the bur broke in the patient's nose. Requests for additional information have been made with no additional information provided at this time. There was no injury reported as a result of this event.

Manufacturer narrative:
The product analysis was completed on august 11, 2015. The product analysis indicates that the inner tube tip was broken off at the spiral wrap. There was insufficient information to isolate an individual cause. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.